Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible over or under delivery anomaly due to motor error alarms. Device had cracked reservoir tube lip. No moisture damage on electronic assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin was leaking at reservoir compartment. The current blood glucose of the customer was 500 mg/dl. Customer stated that insulin pump was exposed to moisture. Customer also stated there was no crack in the insulin pump. The customer was treated for high blood glucose level. Self test was unable to performed. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.